Event description:
Dds called. Her rdh had used a sample of gdpg on a (B)(6) female patient monday, (B)(6) 2014, the patient became uncomfortable, so the rdh wiped the product off the patient's tissue. No isolation was used, and the product was not rinsed off. The patient called today, still in discomfort, and dds wanted advice. I reviewed dfu, which the dds had missed where it is stated to use isolation. I explained that the product is known to cause chemical burns, and that is the reasoning behind the isolation requirement. Dds stated she did not feel comfortable using the product, and I told her I would let the hk rep know. Dds said she would call me with update on patient in a week. Called hk rep to inquire as to how this dds got this sample, hk rep was not sure of lot # but thought it expired in (B)(6) 2014. Returned call to dds re: returning product for evaluation. Lm for her to call rita directly. No response from dds, asked hk rep to retrieve product. (B)(6) 2014

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Evaluation summary section directions for use indicate rubber dam use is required. The office used no isolation, which is inadequate. Narrative for section method/results/conclusion codes: device has not been returned by customer. Upon speaking with the dds, it was apparent that the directions for use were entirely disregarded. Product not returned by consumer.